Event description:
Please retract this event as it has been identified as a duplicate follow up to an existing report MFR # 2017865-2025-85863.

Manufacturer narrative:
Please retract this event as it has been identified as a duplicate follow up to an existing report MFR # 2017865-2025-85863. Correction/additional information: the unknown product serial for this event was identified as edh084695 and is related to a previously reported event in # 2017865-2025-85863. Please retract this report as it will be handled in the original report as a follow up.

Event description:
It was reported that the patient received inappropriate shock. After reaching out to their cardiologist it was determined that the patient's lead was dislodged. A lead revision was completed may 2025 to address the dislodgement. Following the lead revision, the patient was noted to have a paralyzed diaphragm, breathing difficulties and a lack of energy and other health issues. Further information was requested but was not available at this time.

Manufacturer narrative:
Further information was requested but was not available at this time. Section h6: "appropriate term / code not available" is for suspected complaint of "paralyzed diaphragm" resulting in difficulty breathing.